Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. B.3. Date of event: unknown. The date received by manufacturer has been used for this field. D.4 device expiration date: unknown h.6. Investigation summary: no samples were received for investigation of complaint reference pr 8358253 reported via post market survey; however the customer suggested that issues were detected during use of a bd needle free connector. These issues include leakage; however, no further information was available to assist the investigation in this instance. In this instance a lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample, it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. In this instance, without the complaint sample or additional information about the exact nature of the defect it is not possible to conclusively link this feedback to a specific failure mode. H.4. Device manufacture date: unknown see h.10.

Event description:
It was reported while using unspecified bd standalone needle free connector leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: it was reported that clinician and/or any patients have encountered leakage. Customer reported a variety or product concerns with the bd standalone needle free connector related to leakage.